Manufacturer narrative:
H10: vyaire medical found out that this complaint has patient involvement but unknown harm as per information provided on (B)(4) which was considered as duplicate of this complaint.

Event description:
The customer confirmed that there is patient involvement associated with the reported event but no information to harm. (See (B)(4) for further details provided).

Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the debris on pins of the epc pins caused continuity issues that eventually caused the reported failure. Technical support was able to reproduce the issue of the screen remaining blank with blue led's showing then eventually turning yellow. Per imt-medical it was suspected that the epc user interface controller not responding. As this epc is a part of the main electronics pcba the unit was disassembled and after removing the main electronics the epc was removed and inspected under a high powered microscope and verified plastic debris on pins of the epc, from the mating plastic receptacle. As a resolution a new main electronics assembly was installed then fully tested and has been delivered to the customer.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. When the fsr turned it on the screen stays completely black, the two lights on top turn on and you can hear the fan and a clicking sound when you turned it on. After a while lights on top change to yellow. The technical support who assists the fsr said that the main electronics of this machine needs to be replaced. It looks like the epc (user interface controller) is not starting-up. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e has display issues. At this time, there is no information regarding patient involvement associated with the reported event.